Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 701 mg/dl. The customer was experiencing unexplained high glucose for more than a month. The caller stated that the customer did not place the infusion set back into her body, which caused her glucose to rise. The mother requested to turn off the blood glucose reminder on the insulin pump because the customer overlooks the important alarms. The caller stated that she corrected the time and date in the insulin pump on her own. The customer's recent glucose reading was 143 mg/dl, and she has treated with the insulin pump. No further information was provided.